Event description:
It was reported that while the ventilator was connected to a pt it generated two technical error codes and ventilation subsequently stopped. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing subsystems. There was no pt harm. (B)(4).